Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "replacement from textured to smooth due to the patient concern of the implant". Patient also reported "constant pain right side its getting bigger with a possible autoimmune disease that has not yet been diagnosed, not device related". Later, healthcare professional reported "on exchange of a textured device due to patient's concern with product". Later, healthcare professional reported "capsular contracture" via dt. Record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ autoimmune disorders: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, an opening and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "replacement from textured to smooth due to the patient concern of the implant". Patient also reported "constant pain right side its getting bigger with a possible autoimmune disease that has not yet been diagnosed, not device related". Later, healthcare professional reported "on exchange of a textured device due to patient's concern with product". Later, healthcare professional reported "capsular contracture" via dt. Record is for right side. Device was explanted and replaced.